Manufacturer narrative:
Patient identifier - requested, has not been received. Age and date of birth - requested, has not been received. Sex - requested, has not been received. Weight - requested, has not been received. Ethnicity - requested, has not been received. Race - requested, has not been received. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the vascular plug cap was missing, and they did not get bleed back from the sheath. The procedure went well and the patient's condition was reported to be good. Additional information was received on march 1, 2018. Manual compression was held to achieve hemostasis. There was no blood loss.

Manufacturer narrative:
One 6fr angio-seal vip was returned for evaluation. In addition to the carrier tube assembly which was mated with the hemostasis sheath, the arteriotomy locator and another hemostasis sheath were returned as well, both were mated together. The carrier tube and sheath appeared to be in the fully deployed position with the deployment sleeve in the full rear lock position. The locator and sheath were slightly curved and blood like substance was noted on both the components. There were no outward signs of damage or deformation. The bypass tube was found at the intended position based on the stage of deployment of the device. The device was dimensionally analyzed; all measurements were within the manufacturing specifications. The locator was checked for audible and tactile feedback during connection and both were confirmed. The alignment of the blood inlet holes was checked and no anomalies were found. The blood outlet holes were checked for flash or other obstructions and none were found. No deficiency was found in the bypass tube which was correctly positioned between the hemostasis sheath and the carrier tube hub appropriate to the deployed stage of the device. There is no evidence that this event was related to a device defect or malfunction. The device was visually, dimensionally and functionally analyzed and no anomalies were noted. The likely cause of the event is that the user may not have completely mated the locator with the sheath which led to a temporary misalignment of the blood inlet holes.